Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy pacemaker (crt-p), the patient¿s left ventricular (lv) lead exhibited pacing impedance measurements of 1400 to 1500 ohms via the pacing system analyzer (psa). When testing the lv lead through the device, pacing impedance measurements of 1900 to 2000 ohms were noted. The lead was removed from the header and reinserted. There was no noise noted. Additional information was received which indicated that the impedance measurements decreased to 900 ohms at the end of the procedure when the vector was changed. Impedances were less than 2000 ohms in all vectors. No adverse patient effects were reported. The device remains in service.